Event description:
Md tried to insert a central line through femoral site using the new central line kit - arrowgard. Md was able to thread the guidewire but when md was about to pull it out, the guidewire got frayed. However, the md was able to remove everything. There was no pt harm other than undergoing another procedure to insert the central line. All equipment was discarded and is therefore unavailable.